Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2019, where the ipg was explanted and replaced with another model.

Event description:
Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved.